Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported to his physician that after going through airport security in the bahamas, he felt poorly. While on a cruise ship, the patient was taken to a hospital in the bahamas. The patient was told his device was off, and was told that the hospital had turned it back on. The physician planned to see the patient in the clinic to evaluate the device. No adverse patient effects were reported.

Manufacturer narrative:
The field representative checked with the physician, but he did not remember any further details of this event. No intervention was planned. The device remains in service without further complication. This report will be updated if additional information is received.